Manufacturer narrative:
Additional information: one 3 lesion nt1100¿ pain management rf generator was received into the lab for analysis. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The generator screen went black and eventually rebooted to the correct screen. In addition, the lesion graphical display stopped proceeding after a few seconds but the lesion time continue and temperature continued to display, and the impedance would sometimes drop to zero. Rebooting the generator did not resolve the issue. The generator had the same undiagnosed issue for roughly a year. The dates of the procedures are unknown. Approximately six procedures were cancelled due to the issue. Additional information is not available.